Event description:
The customer reported that the insulin pump stopped during the rewind process and resumed working after she pressed several buttons. It did finish the rewind and she continued to use the device. In troubleshooting, the insulin pump passed a drive support cap test. The blood glucose level was 134 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump had no blank display noted. The insulin pump received with intermittent button response due to moisture damage on keypad traces. The insulin pump received with minor scratched display window, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.